Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes(30%) exhibit fibrin after tubes are centrifuged. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, 100 retention samples from bd inventory were visually inspected an no issues were observed. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (fibrin) because the defect was evident in the testing of the complaint lot samples. Replicates of lot 4241835 retention samples showed a degree of the defect. All other visual observations demonstrated clinically acceptable performance with both retention and control samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin. A corrective and preventive action (CAPA) has been opened for sample quality complaints. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes (30%) exhibit fibrin after tubes are centrifuged. There was no health impact or consequences reported.